Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with a diagnostic anomaly noted on the implantable cardioverter defibrillator, where the longevity estimation was not provided. The patient presented for follow-up in-clinic. Upon interrogation, no further diagnostic anomalies were noted, and the longevity estimation was normal.